Event description:
Patient changed cassette on saturday. Then on sunday pump alarmed in the middle of the night. Tried cassette on backup pump and wouldn't run. They mixed a new cassette. Then at 11:30 pm pump alarmed and they were able to realign the cassette and resume infusion. Then pump alarmed at 8:30 am this morning. Spouse said he noticed air bubbles in cassette when he uses a lot of attention in removing bubbles during priming. Spouse was able to resume infusion. Author advised since bubbles are making it into cassette to mix a new cassette. Both cassettes are from lot 4235231. This is not a pump issue. Patient being sent replacement cassettes. Patient is holding on to cassettes. Fault occurred while in use. Fault did not cause injury. Device available for investigation. Device was not replaced -cassette issue. Patient will be sent additional cassettes. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes; reported to (B)(6) by pt/caregiver.